Manufacturer narrative:
B3 - date of event: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that some medication was leaking from the tubing during priming. There was no patient involvement, and no harm was reported.